Event description:
It was reported that during a da vinci si hysterectomy procedure, the grip pad on the jaw of the mega needle driver instrument fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. The broken piece will not be returned with the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one carbide insert broken off. The missing piece is approximately .140 x .090. The exposed part of the brazing surface on the grip has a large void and the filler material appears present only at the edges. The outer surfaces of both grips also exhibit light scratching. No other damage was found.